Manufacturer narrative:
Investigation of this unit could not duplicate the customer's initial report of no audio. The unit was tested in alarm mode and at each alarm volume level, the audio is functional. The speaker was visually inspected and tested and no problem was found. The unit operated continuously for 48 hours without error. Inspection found that the top enclosure cover was damaged by the customer.

Event description:
A n-395 monitor has no audio. No patient involvement.